Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed on all clic blood chambers delivered to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This search yielded no results, and thus, a manufacturing and device history record (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility nurse manager (nm) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Within the first thirty minutes of treatment, a blood leak was seen coming from the connection of the b. Braun blood tubing (the arterial line) to the fresenius clic blood chamber. There was no damage found on either device. No leaks were noted during the priming, and the products were reported to be set up correctly with all connections properly tightened. The access was checked, and no issues were found. Upon further inspection, it was realized that the clic device was loose. The connection was tightened ¿a full half turn¿, and by this time, the b. Braun machine began to give off multiple (unknown) alarms and blood clotted in the venous chamber of the bloodline. The patient¿s blood could not be returned. Their estimated blood loss (ebl) was 250 to 300 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was not available to be returned for evaluation as it was reportedly discarded. In addition, the lot number for the device was unknown. Patient information could not be provided because the event was not documented.